Event description:
Customer returned the device for evaluation and repair of the forceps elevator wire (k wire) being completely broken during preparation for use. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the inside of the light guide lens is dirty. This medwatch is being submitted for the reportable issue of the inside of the light guide lens being dirty observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the inside of the light guide lens is dirty. Other observations for the device are: angulation in the up direction is out of standards due to worn angle-wire; liquid leaks due to deformation of up/down/right/left knobs; switch (sw) 1 is not functioning well due to damage; scope (s) s-cover is deformed; and corrosion at the control unit and electrical el-connector due to leakage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the light guide (lg) lens component being dirty. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because moisture had entered the lg lens from leak points within the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.